Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the probe dropout indicated occurred by the following mechanism. Ultrasonic waves were output while the tissue was grasped at the tip of the gripping section, causing contact between the probe and the tissue pad at the rear end of the gripping section, resulting in wear of the tissue pad. Wear of the tissue pad caused the probe to come into contact with the grasping part. Ultrasound output was performed with the gripping part in contact with the probe, resulting in contact marks. The probe was subjected to the load of ultrasound output and tissue grasping, and cracks occurred starting from the contact marks. Also, an error occurred. Some load was applied to the probe or tissue pad, causing it to break. The event can be prevented/detected by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic dissector had an unspecified error and the device¿s probe fell outside of the abdominal cavity during an unspecified obstetric/gynecologic procedure. The procedure was completed using a spare device of the same model. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the probe was observed broken 11mm from the tip of the probe. The evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.